Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after insertion of the catheter and inflation the balloon burst.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. No sample was returned for investigation, only a photo was provided; therefore, no physical investigation could be conducted. Leak balloon could be due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore this complaint is not confirmed.

Event description:
It was reported that after insertion of the catheter and inflation the balloon burst.